Manufacturer narrative:
Conclusion: an opened actual sample comprised a labeled winding former plus a detached needle was returned for evaluation. As the suture material was handled, it was found to have degraded. This had led to the needle detachment. It was not possible to determine the cause of the suture degradation as the foil packaging material had not been returned for examination. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2014 and suture was used. During the procedure, the needle pulled off the suture. There were no adverse patient consequences. Additional information has been requested.